Event description:
The complainant alleged that while monitoring a pt, age and gender unknown, the device was unable to acquire an ECG signal. The complainant did not indicate there was any adverse effect to the pt as a result of the reported malfunction.